Event description:
It was reported that this right atrial (ra) lead recorded high out of range pacing impedance measurements. Additionally, noisy signals and oversensing were noted in the electrogram (egm) on the stored atrial tachy response (atr) events. Technical services (ts) reviewed the device data and determined it appeared the lead had fractured. Subsequently, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported outside the revision procedure.